Event description:
During unpacking of the farawave catheter, it was noted that the sterilization pouch inside was found to be torn. The pouch was not caught on anything during the unpacking process. The catheter was replaced. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.